Event description:
It was reported that the patient presented to the emergency room. Interrogation of the pulse generator noted that the pulse generator was in backup vvi mode. Programming changes were made. The patient was in stable condition.